Event description:
It was reported that "while inserting a central line today, the guide broke apart completely." The device was immediately replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one guidewire for evaluation. The introducer needle was not returned. Visual examination revealed the guidewire unraveled from the distal end. One kink and one bend were observed on the guidewire body. Minimal signs of use in the form of biological material were observed on the guidewire. Microscopic examination of the guidewire confirmed the proximal weld was full and intact. The core wire was broken adjacent to the distal weld which was full and intact. Visual inspection of the introducer needle could not be performed as it was not returned. The kink in the guidewire measured 90 mm from the proximal end. The bend in the guidewire measured 380 mm from the proximal end. The overall length of the core wire measured 596 mm which is within the specification limits of 596 mm - 604 mm per guidewire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guidewire measured 0.800 mm which is within the specification limits of 0.788 mm - 0.826 mm per guidewire product drawing. Functional inspection could not be performed due to the damage to the returned guidewire and without the needle returned for analysis. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this product warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire," and "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of an unraveled guidewire was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guidewire met all dimensional requirements. A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the damage is consistent with undue tensile force applied to the device, however, without the reported needle returned for evaluation, the probable cause of guidewire/needle resistance could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "while inserting a central line today, the guide broke apart completely." The device was immediately replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".